Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation indicates the screw is broken on the distal end and only the proximal broken pieces was returned as the remainder of the screw was left inside the patient. The external geometry of the screw was not damaged as the threads did not strip during insertion. Screw breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. It was reported that the insertion was not off axis. However, no further procedural details were provided that would help determine a root cause for this failure. A batch review was conducted and the results indicate that this batch was processed with unrelated ot with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During an operation for anterior cruciate ligament, with a patient of (B)(6), the first screw (lot: 3503846) broke and was removed. A second screw (lot 3600843) was raised but it is also broken. The broken part was removed out of the patient. No consequences for the patient. They finished the procedure with the device. The following additional information was received from our affiliate on 3-18-2014; the first screw broke at the proximal end. The surgeon did not insert the two screws off-axis. A rigidfix pin and one end of the second milagro screw was used to complete the procedure. There was a delay in the procedure time of more than 30 minutes. Both broken anchors are being returned for evaluation. The surgeon placed a plaster cast on the patient for 6 weeks, which is not normally required , this has caused a delay in physical therapy. See associated medwatch # 1221934-2014-00097.

Event description:
During an operation for anterior cruciate ligament, with a patient of (B)(6) years, the first screw (lot: 3503846) broke and was removed. A second screw (lot 3600843) was raised but it is also broken. The broken part was removed out of the patient. No consequences for the patient. They finished the procedure with the device. The following additional information was received from our affiliate on (B)(4) 2014; the first screw broke at the proximal end. The surgeon did not insert the two screws off-axis. A rigidfix pin and one end of the second milagro screw was used to complete the procedure. There was a delay in the procedure time of more than 30 minutes. Both broken anchors are being returned for evaluation. The surgeon placed a plaster cast on the patient for 6 weeks, which is not normally required , this has caused a delay in physical therapy. See associated medwatch # 1221934-2014-00097.